Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined but is consistent with twiddler's syndrome.

Event description:
It was reported that the right ventricular lead was dislodged due to twiddler's syndrome. The lead was explanted and replaced and the patient was in stable condition.